Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer was treated with bolus, did not feel okay to troubleshoot. Customer also stated that insulin pump received cannot find sensor signal alert. The insulin pump will not returned for analysis.